Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd did not receive samples or photographs from the customer in support of this complaint. Bd was unable to duplicate or confirm the customer¿s indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode. The device history records could not be reviewed because lot number was not provided.

Event description:
It was reported when using the bd tube pms plh 13x75 3.0 slbl lim ce there was whole tube push off non-patient end of needle. The following information was provided by the initial reporter. The customer stated: "when taking a sample, the tube tends to eject itself from the sample body or sometimes the blood backs up into the tubing."